Manufacturer narrative:
The peritonitis events occurred on unreported dates "since (B)(6) 2018". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced multiple breach in aseptic technique which resulted in three events of peritonitis. The breaches were further described as "caused by breaking in aseptic technique when operation¿. It was not reported if the patient was hospitalized for the peritonitis events. The patient was treated with vancomycin for all three events (no further details). Dianeal therapy was ongoing and the patient was recovered from the three peritonitis events. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.